Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable.

Event description:
It was reported that atrial lead had high unstable impedance and noise showing a lot of atrial tachycardia/atrial fibrillation false positive episodes. A procedure was done and the lead was tested with the analyzer with good stable impedance, good sensing and good threshold and no noise with manipulation. The lead was inspected and the physician concluded that it was not a lead problem. The lead was then reconnected to the device and there was no noise, good impedance and stable, good sensing and good threshold. The physician felt that the lead was not well connected to the device and not clear why this happened three years after the implant. The lead and device remain in use. No patient complications have been reported as a result of this event.